Manufacturer narrative:
Concomitant medical products: 5554-45 lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and pacing impedance spikes that were high/undefined. The lead was capped and replaced. No patient complications have been reported as a result of this event.